Manufacturer narrative:
The reported event was confirmed since images of CT scans were provided and shows the presence of cysts around the talar component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the tibial device construct is intact and has well integrated to the bone. The talar component ¿ bone interface shows large cysts. There are however still parts of the interface that connect the talar component and the bone well.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a reporting that a patient will need to undergo revision surgery. According to the representative's feedback, the plan is to revise the existing talar dome into an invision talus. The specific details of the talus revision include a sz 2 flatcut talar dome. Feedback from the surgeon indicates that the patient has a cystic formation in the talus. The flat-cut talus is subsiding, likely due to underlying degenerative cysts. The surgeon's intention is to perform a revision to an invision talus, which incorporates a tray to offer more surface area for improved results. In addition, there is no scheduled revision surgery date at present.

Event description:
The digital stryker prophecy team received a reporting that a patient will need to undergo revision surgery. According to the representative's feedback, the plan is to revise the existing talar dome into an invision talus. The specific details of the talus revision include a sz 2 flatcut talar dome. Feedback from the surgeon indicates that the patient has a cystic formation in the talus. The flat-cut talus is subsiding, likely due to underlying degenerative cysts. The surgeon's intention is to perform a revision to an invision talus, which incorporates a tray to offer more surface area for improved results. In addition, there is no scheduled revision surgery date at present.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text: the device remains implanted in the patient.